Manufacturer narrative:
Device evaluation confirmed the alleged temperature issue; however, the alleged back-flow alarms could not be duplicated. The circulation pump/motor was stalling which in turn caused the temperature alarms. The circulation motor was replaced and the unit returned to service. The cause of the back-flow alarms is unknown.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps2 console during use. The report stated that the console had been displaying error codes ("arrest agent backflow" and "additive prime backflow") during recent cases. The report also stated that the console displayed heater alarms and shut off the internal heater during the last procedure. In all instances the perfusionist continued to use the console and completed the procedure with no patient complications. A field service engineer (fse) was on site for preventive maintenance work and was able to evaluate the console and confirm the alarm codes/errors in the log data. The console will be shipped back to the manufacturer for further evaluation.